Event description:
It was reported that the patient was complaining of the ipg pushing on the kidney and causing discomfort. No device malfunction was suspected. The patient underwent an explant procedure wherein all device components were removed and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078187/7078189.